Manufacturer narrative:
Date of event estimated as a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported, that the patient had fluid leaking from their right ipg incision site. And patient went to the ER. Indication of an infection and wound issue. The patient was given antibiotics and left wound open to drain. The patient, also had inflammation and signs of bacteria in the pocket site. Surgical intervention took place where the ipg was explanted and washed out to address the issue. The physician is monitoring the battery site. And the wound is healing.